Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external and internal inspection was performed with no issues noted. A service history review showed no failures or problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause was determined to be the copper mesh was not properly installed. The copper mesh was replaced during servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the accuracy confirmation test. Since the device failed during evaluation, there no patient involvement.

Manufacturer narrative:
(B)(4). Device has been received and in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.